Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h11. Corrected fields:h6 ( type of investigation).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional poc: (B)(6). Event site postal code: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) cable winding defective. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) inspected, troubleshooting revealed cable winding defective and replaced ac power cord, reel. Electrical safety checked according to the enclosed checklist test passed. Functional test and test run ok.